Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The procedure went as planned, except the device was deployed more proximally in the common iliac artery than intended. Follow up imaging on an unknown date showed distal graft infolding. The patient is stable with no further complications. An additional procedure to re-balloon and stent the infold is planned. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records has not been conducted. The device's serial number has not been provided.